Manufacturer narrative:
A field service engineer was dispatched on (B)(4) 2016. The fse replaced high pressure pump assembly. The fse noticed massive buffer leakage and evidence of buffer in pump mechanical assembly; pressure prior to service was out of range, however, after the pump was replaced the pressure is within range and all other components are also within range. The fse also adjusted the flow, which resolved the retention time error. No further action is required by field service. The g8 analyzer was functioning as intended with all issues cleared. The most probable cause of the reported event was the pump was heavily corroded. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016 a customer reported pump pressure errors with the g8 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.